Event description:
Information received from the intreped clinical database. Treatment of a left unruptured internal carotid artery (ica) pseudo-aneursym measuring 17mm. A total of two pipelines were used in the procedure. During the procedure, it was reported that the patient was responsive to acetylsalicylic acid (asa); however, there was no platelet dysfunction at the time of the cerebral vascular accident (cva). Plavix had been discontinued. The patient experienced a left hemispheric stroke. Revascularization was attempted and the patient was placed in hospice and expired on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model#: fa-77500-18; lot#: not reported; dom: n/a; exp: n/a. (B)(4).